Event description:
It was reported that the system was not able to produce usable images during x-ray exposures. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The ccd camera was evaluated and replaced. The system was tested and found to be working as intended and returned to service.